Event description:
The day after pt treatment with juvederm ultra plus in the nose, the pt experienced "necrosis of nose tip." Antibiotics including 50mg azithromyacin, 6mg deflazacort and 750 mg dexamethasone three times a day for three days were prescribed, and the hyaluronic acid was removed. The report does not specify how the device was removed. Allergan's approach to compliance is to resolve all doubt in favor of reporting.

Manufacturer narrative:
(B)(4). Device eval summary: batch number hv30499647 was released by qc according to defined specifications. The documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle and sterility test are registered as conforming. The exact cause of the event is then impossible to determine.